Event description:
A registered nurse (rn) contacted (B)(6) customer service via email to report that hanson connector and line both resulted negative in presence of frank blood leak while using the e-z chek blood leak test strips 25/bo. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).